Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the delivery catheter blood was noted to have soaked into the catheter making it soft and causing a break. The delivery catheter was removed and replaced with a new one. No patient complications have been reported as a result of this event.